Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient in room at 9:48 am. Patient out of room at 10:23 am. Patient approximately 5 years 10 months old; patient weight 18.9 kg. Surgeon: dr. (B)(6). Patient¿s parents noticed spot after surgery on patient¿s lower back. What was the surgical procedure? Tube removal, gelfilm patch, tonsilectomy and adenoidectomy. Was there anything between patient? 2 sheets (draw sheet and another sheet that has an absorbable pad). This is the same setup the facility has been using since implementation of megasoft 2.5 years ago. What generator was being used? Covidien force fx. The cleaning of the pads with sani wipes and then no rinsing but letting them dry. Biomed did not report any physical damage to the pad. With the 5-year-old patient that was weighing 15.9kg with serial number (B)(4). This patient went home and the mom reported 3 days later with a red size of triangle burn and blistered. Then another spot showed up later. It was painful for the child. The child was seen by the dermatologist and was seen at the burn clinic. The child also having a fever of 103 and constipation. Wound care was brought in, and treatment was provided and then the child was sent home. The patient was supine with a shoulder roll. Absorbable drape over the table. The pad was on the entire back of the child. No decrease of power of generator. Or nurse did not notice any burns after the procedure and did not report any. Standard surgical table. No bear hugger no warming blankets used. No metal on child no implants. Patient had disposable shorts that had elastic on the waistband. No urine or fluids around site. The account was told about the burns on the (B)(6). The mom called on the (B)(6) and said the child had burns on the back. Burn is 2nd degree located gluteal cliff. Additional information was requested, and the following was obtained: is the megadyne pad currently being used in the facility. If no, why not? Answer: no, it is pending pick-up from representative for quality assurance testing. What is the severity of the burn? (Please see degrees of burns below and choose one) second degree. First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Second degree burn: 1.5x0.5cm and located at the top of the gluteal cleft. Third degree burn the burn site looks deep, whitening or blackened and charred. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches) there was no known indication of a burn after procedure; mother reported burn post-op, burn was evaluated in emergency department postop. Applications as needed of bacitracin; follow-up in burn clinic. Could the skin condition actually be the result of another illness of the patient? Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? No. What is the current status of the patient? Patient had constipation, dehydration, and 103 degree fever post-op. Clinician advised mother to go to emergency department. After ed evaluation, patient follow-up is to burn clinic. What was the surgical procedure? Tube removal with gelfilm patch an a tonsillectomy and adenoidectomy. How was the patient positioned? Supine with arms tucked by side with a shoulder roll. How was the room set up to include patient set up and where was the pad in relation to the patient? Megadyne pad was on the or table with the patient on top of the pad. Was there anything between patient? The disposable pad and disposable sheet/shorts were between the pad and patient. Both of these items are available for qa testing with the pad. Was the pad rinsed and let dry before it on this surgical procedure? Yes, with the disposable wipes so the pad could be sanitized. How was pad cleaned? Wiped down with super sani-cloth germicidal disposable wipes and let dry. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? To be qa evaluated by manufacturer. There was no indication of a burn on the day after procedure. Was there any patient warming blankets used? No. If yes what warming blankets were used? What brand of warming blanket was used? Is it possible the patient was in contact with a metal portion of the or table? No. What generator was being used? Esu 1-16-67 covidian force fx. What power levels was generator set to? 15-40. What was the end factor that was being used? Unknown. Was a warming device used and if so brand and location? No. Were there liquids used in prep? No. Was urine or other fluids detected in the field after surgery? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they started their trial on friday. Pt said they have had the condition of neuropathy prior to starting the trial, especially in their right leg, and it's the worst in their foot. Pt said they have neuropathy in their left leg but it is nothing like the right leg. Pt said for several days now the neuropathy numbness in their right leg seems to be worse and their leg seems heavier and harder to move. Pt said they have also been sick (during this time) and has been prone a lot. Agent reviewed the option to turn stimulation off to find out if that has any impact on their right leg or not. Pt used their control device to synch and saw stim was on the right and stimulation was off. Pt said when they got home after the procedure they checked, stimulation was on and it was on the left. Pt said they messed with it and switched it to the right then got nervous and turned it off and then put it away. Pt said when the support link called, pt told them about messing with it and worrying about it but they told the pt it was fine and the pt did not need to use the controller. Pt said, they took the numbers and told pt it sounded like pt had a 50% improvement. During the call pt turned stim on and up to 0.1. Pt said their right thigh felt better but their foot area did not feel better. Agent recommended pt contact their doctor to let them know about the numbness worsening in their leg and the fact that stimulation may have been off since friday. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included pt said they have a cyst inside their spine, they will have an MRI in march to see if it has grown or not. Pt said they had an MRI scheduled for their foot during the trial but had to cancel it because of the evaluation.